Event description:
The manufacturer was informed by the site, that blood was detected in front of the stabilization ring in between two layers of the triple layer membrane of the excor blood pump in the rvad position on a patient supported with bivad. The site decided to exchange the blood pump due to a suspected defect of one layer of the triple layer membrane. Patient tolerated the exchange of the blood pump well.

Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6), 2014 (84 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The blood pump was returned to the manufacturer. Preliminary analysis confirmed the sites findings. The evaluation of the blood pump s/n (B)(4) is still ongoing. The cause of the defect has not been determined. (B)(4).